Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced a fall. Consequently, the patient's scs ipg appears to be laying perpendicular to how it was implanted and was causing the patient pain at the pg site. Surgical intervention may be taken to address the issue.

Event description:
Follow up identified the reported issue has been resolved.